Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The nurse practitioner reported via phone call that the customer's insulin pump is not recording anything in the history. Customer was removed from the pump and put on a back-up plan. Customer is legally blind so troubleshooting over the phone would not be possible. Caller was advised that an email would be sent to see if they can schedule someone in the area to meet up with the customer and help him.